Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer died on (B)(6) 2014. The son of the customer reported that the customer suffered from stage four liver cancer. It was reported that the customer was wearing the insulin pump at the time of death. It was reported that the customer's cause of death was from a heart attack. The son of the customer would return the insulin pump for analysis. No additional information was provided.